Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation, "valve delaminated from shell", and "plug strap separated". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation analysis of the returned device identified: red particles outer device, opening curved on patch, creases flat and opening on plug strap. Leak test and microscopic analysis was performed which identified: striated opening on patch and plug strap and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on patch and plug strap assessed as surgical damage no valve delamination was observed.

Event description:
Healthcare professional reported left side deflation, "valve delaminated from shell", and "plug strap separated". Device has been explanted and replaced.